Manufacturer narrative:
The report of a user advisory (ua) 16 (timeout moving to take-up position) error message was reproduced during functional testing of the autopulse platform (sn (B)(4)); the root cause was due to rust/corrosion at the brake housing area of the drivetrain motor which caused the seizing of the motor and preventing it to rotate. The autopulse platform is a reusable device and was manufactured on 23 jul 2010. It has exceeded its expected service life of 5 years. This type of issue is characteristic of normal wear and tear for the life of the device. The archive data was reviewed and confirmed the occurrence of multiple ua 16 error messages on the reported event date of (B)(6) 2017. The archive data also recorded a user advisory (ua) 2 (compression tracking error) error message after the first compression. This typically occurs if the patient is misaligned on the platform or if the lifeband is opened. As part of routine service during testing, the platform was examined and found that the drive shaft was exhibiting binding and resistance. This observation is unrelated to the reported event. Upon customer approval, the drivetrain motor will be replaced to remedy the issue, and the clutch plate will be deburred to address the stiff drive shaft. The platform will be further functionally tested to full specification. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial (B)(4).

Event description:
As reported, the autopulse platform (sn (B)(4)) reportedly displayed a user advisory (ua) 16 (timeout moving to take-up position) error message during shift check. The user was unable to resolve the issue. No patient was involved with this event.